Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient experienced elevated blood glucose levels as high as 420 mg/dl while using the infusion device, even after changing the infusion set. The patient's blood glucose level returned to normal after switching to insulin injections. The patient then switched to her back-up infusion device and her blood glucose levels continued to be normal. The infusion device was returned. No adverse event was reported.